Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A target lesion was located in the severely calcified left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was advanced; however, the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Promus element plus,mr,ous 2.25 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A target lesion was located in the severely calcified left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was advanced; however, the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.